Event description:
Event description guidant received information that the patient with this pacemaker presented to the emergency room (ER) due to syncope. It was noted the sudden brady response (sbr) feature was programmed to on with a episode stored in the logbook. The patient was scheduled for a tilt table test the following day.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Event description guidant (now boston scientific crm) received information that the patient with this pacemaker presented to the emergency room (ER) due to syncope. It was noted the sudden brady response (sbr) feature was programmed to on with a episode stored in the logbook. The patient was scheduled for a tilt table test the following day of which the results were not reported at this time. Two years and three months later, this patient had another syncopal episode reported by the physician to be due to a neurocardiogenic (vasovagal) response. Sbr was again noted in the logbook during this episode, and the physician called into a technical service (ts) consultant for review of the sbr algorithm and how to optimize programming. Reasonable evidence suggest that the patients syncopal episode was not caused by the patient's device.

Manufacturer narrative:
The health care provider (hcp) reviewed the algorithm with ts and programmed the sbr feature appropriately. The device remains implanted, no further adverse events were reported. No additional information is available at this time. If additional information becomes available, the event will be updated. Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.